Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic for a follow-up. Upon interrogation, it was reported that the right atrial lead had exhibited loss of capture and undersensing. An x-ray revealed that the lead had dislodged. No lead revision was planned in the near future at this time and remained implanted. The patient's condition was stable.